Manufacturer narrative:
Continuation of d10: product ID 37761 (serial:(B)(6); product type: 0213-recharger; implant date n/a; explant date n/a product ID 37791 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a product ID 37751 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt rep reported that patient (pt) has two rechargeable implants so they have two 37751 recharger systems. Pt rep said that one of the 37751 rechargers would not power on/charge from the desk top charger. Pt has two sets of equipment and so pt rep was able to test sets of equipment and said it was the dtc causing the issue not the recharger itself. Pt rep also reported that the other recharger would turn on and charge the implant but with poor coupling, patient services (pss) emailed repair to send replacement recharger antenna and dtc. No symptoms reported.

Manufacturer narrative:
Analysis of the 37761 recharger (serial #: (B)(6)) revealed a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.